Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the microscope head was wobbly after a procedure. Additional information was requested and received.

Manufacturer narrative:
The customer reported that the microscope head of the system was noted to be loose before surgery. There was no patient harm. The company service representative examined the system and confirmed the reported event. The company service representative tightened the yolk under the microscope head. The articulating arm was adjusted and the optical head was cleaned as a preemptive measures. The system was then tested and met all product specifications. The system was manufactured on october 8, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to loose screws the manufacturer internal reference number is: (B)(4).